Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she cannot see at near following an intraocular lens (iol) implant procedure. She reports that she can only see at a distance and has experienced a decrease in depth perception. The lens remains implanted.

Manufacturer narrative:
(B)(4).